Event description:
The patient had recharging coupling issues with the ins. It there were communication and telemetry issues. It was noted ¿replaced 2 times¿. The ins was replaced. There were no patient symptoms or complications associated with this event. The patient was alive with no injury. It was additionally reported that the patient was not able to recharge so the battery was replaced with a non-rechargeable battery. The company representative was present for the replacement.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn # (B)(4)) found that the device had reduced capacity due to overdischarge. The device was returned with no telemetry and that a physician mode recharge was needed. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 7 hours and 8 minutes from 1.940v to 3.960v. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The trace report shows no significant patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013.